Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products - trabecular metal modular acetabular system shell p/n 00620205620 l/n 60207182; unknown liner p/n unknown l/n unknown; unknown head p/n unknown l/n unknown; unknown stem p/n unknown l/n unknown. Report source - FDA. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-04757, 0001822565-2017-04840, 0001822565-2017-04842.

Event description:
It was reported that the patient underwent a two stage revision due to pain, muscle atrophy, difficulty walking and infection. The second stage occurred 5 months later. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a debridement procedure seven years post-implantation. An orange tumor filled with particles from the hip was removed. Five months later the patient had a revision procedure due to infection. The entire device construct was revised.